Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and upon initial inspection observed that the console was not pushed into the cart all the way. Because of this, the iabp had been running on battery power which caused the batteries to die and could not recharge. In order to correct the issue, the stm pushed the console in all the way and the batteries began charging and the iabp turned on. The stm instructed the biomed to let the batteries charge overnight. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown and showed "ac power". The getinge technical support representative instructed the customer to remove the iabp from the cart and re-engage, but it still shutdown. It was also later reported that the iabp would not power on. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.